Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (600 mg/dl). Reportedly, incomplete fill tubing and incomplete load alerts occurred. Tandem technical support educated the customer on incomplete alerts. Customer administered a correction bolus to address bg levels.